Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that the unit's augmentation was not up to the mark. The fse replaced the drive manifold assembly (0104-00-0031). All functional and safety checks were performed to meet factory specifications. The iabp was handed over to the customer in good, working condition.

Event description:
It was reported by the field service engineer (fse) that during routine check for end user, cardiosave intra -aortic balloon pump (iabp) has pressure signal waveform not accurate. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.